Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the luer activated device closest to the patient. This occurred once infusion was started. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The corrected date received by MFR is (B)(4)2018. Should additional relevant information become available, a supplemental report will be submitted.